Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complaints team was forwarded a protect IV study that found the patient had hypotension (blood pressure dropped to 78/53 very breifly) and this was probably related to the impella and impella procedure. Medical safety determined that this was likely due to the impella supporting the patient inadequately. Normal saline bolus was give and 200 micrograms of neo-synephrine was given. The patient's blood pressure quickly rose back to 112/62. The patient survived the event.

Manufacturer narrative:
The investigation into the reported issue was completed. Data logs showed pump ran without issue during support. Device history record review confirmed that the pump passed all post sterile inspection checks. Product was not received for evaluation. The root cause of low flow was unable to be determined as limited clinical details were provided and no device was received for evaluation. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.